Manufacturer narrative:
(B)(4). Date sent: 5/18/2021. H6: component code: mechanical (g04). H2: additional information received: five photos were received for review and the following was observed: the first and second photos show an obturator from the tip area and marks could be observed as if a hot instrument had been passed along the tip of the obturator. The third, fourth, and fifth photos show yellow particles on the tissue that appears to be part of the obturator. Based on the photos, the event described is confirmed, however, no conclusion or root cause could be determined without hands on device analysis. See hands on device analysis below. Investigation summary: the analysis results found that the k5st kit containing one trocar (obturator and sleeve) and one sleeve were received. There were scratches observed on the yellow obturator tip. One possible cause for this type of damage may be interaction with an energized device used during the procedure or some surface was in interaction with the obturator. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when introducing the second trocar of five trocars in supra pubic area, the yellow mandrel of the trocar generated yellow plastic chips at its orifice of entry in the abdomen at the peritoneum. Surgeon reported forceps were used to facilitate the introduction of the trocar, as surgeon always does, however it was the first time that the trocar has done this. All detached plastic particles were immediately removed from patient and there was no patient consequences.

Manufacturer narrative:
(B)(4), date sent: 4/16/2021. H2: additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2021. D1: brand name: xcel dilating tip trocar 5mm. D4: catalog: d5st. D4: unique identifier( UDI): (B)(4). H2: device evaluation: update to catalog number of evaluated device to d5st (see corrected investigation summary below): investigation summary: the analysis results found that the k5st kit containing one trocar (obturator and sleeve) and one sleeve were received. The following analysis findings are for the d5st trocar. There were scratches observed on the yellow obturator tip of the d5st trocar. One possible cause for this type of damage may be interaction with an energized device used during the procedure or some surface was in interaction with the obturator. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.